Manufacturer narrative:
(B)(4). Adherences with important edema,complete removal of band.

Event description:
It was reported that the patient has not been subjected to port replacement, but the opening / closing system is proving to be ineffective. There are no other details available at this time.

Manufacturer narrative:
(B)(4).